Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.